Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-oct-2015, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that, during an implant removal/replacement procedure, the lead was incorrectly removed. The physician partially removed the lead component and did not retrieve the remaining segment. It was noted that the physician broke the lead from the pocket site then made an attempt to find the remainder of the lead but was ¿inconclusive¿. Diagnostics performed included x-ray/fluoroscopy that was used in an attempt for the physician to find the remaining section of lead in the patient¿s body. As an action performed, an incision was made and the lead was not identified. The representative was unaware of any external factors that may have led or contributed to the issue. However, if was noted that the doctor understood an ¿inappropriate attempt to remove the lead¿ caused the lead breakage. The issue was reported as not resolved at the time of report. There were no patient¿s signs or symptoms of the problem. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.